Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of an iol was scratched by the injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported during the intraocular lens (iol) implantation the iol was scratched by the injector. There was no patient impact. Additional information has been received that the surgery completed with replacement lens during initial procedure.